Manufacturer narrative:
The device was returned to edwards for visual examination. Customer report of stenosis could be confirmed. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 7mm. Host tissue was moderate at the stent outflow and minimal at the stent inflow. Host tissue fused leaflets 2 and 3 at commissure 3 by approx 3mm on the outflow aspect. Additionally, leaflet 1 had a cut area approximately 7mmx3mm and leaflet 2 had a cut area of approximately 7mmx4mm. Cut sections were not returned with the device. The x-ray demonstrated no visible calcification, commissure 1 wireform distorted. Approximately fifty percent of the sewing ring was cut, leaving wireform near leaflet 2 exposed on the inflow aspect; these damages were most likely due to implant or explant. Based on device analysis, host tissue restricted mobility in the leaflets and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 21mm pericardial aortic valve was explanted due to aortic stenosis. Implant duration is unknown. As per histopathologic report, the valve presented tissue overgrowth. No further information has been provided.

Manufacturer narrative:
(B)(6). The device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. (B)(4).